Event description:
It was reported that an asymptomatic patient presented to the clinic with right ventricular lead noise. The noise was reproducible with isometrics. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition and will be followed normally.

Event description:
New information states that the lead exhibited conductor fracture.